Event description:
A discordant, falsely low glucose result was obtained on one patient sample on an advia 1200 instrument. The discordant result was not reported to the physician(s). The sample was rerun and resulted higher. It is unknown whether the sample was rerun on the same instrument or an alternate instrument or if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse observed fluctuating results. The fse replaced the sampling pump, which aspirates and dispenses diluted patient sample into the reaction cuvette. The fse verified results after replacement of the sampling pump and they were no longer fluctuating. The cause of the discordant, falsely low glucose result was a malfunction of the sampling pump. The instrument is performing according to specifications. No further evaluation of this device is required.